Event description:
It was reported that a posey bcs has a zipper that is damaged, could not specify what panels. No pt injury reported.

Manufacturer narrative:
Eval codes: left side d the right leg has a 6 inch tear in the nylon. Large window b the zippers slider body is open. Backside b the right houdini clip is missing. Conclusion: no conclusion can be drawn.